Event description:
The patient's legal guardian (lg) reported the pod fell off the infusion site (arm) while the patient was sleeping. When the patient woke up, the blood glucose levels were reading ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl). The patient administered a total of 8 units of insulin via pen injections and applied a new pod. At 11:00 a.m. They went to the emergency room (ER) at (B)(6) hospital because the patient was still feeling very sick and ill. The patient was treated with fluids intravenously and was released after 3 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.